Manufacturer narrative:
The onestep pads were returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a disconnected jumper wire (self test wire) on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. The pads were scrapped after testing and the customer was sent a replacement. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated device failed the self-test using these onestep pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.